Event description:
It was reported that a plate broke postoperatively. Patient had a first metatarsophalangeal fusion (mpj) on the right foot done on (B)(6) 2014. The patient was noted to have delayed healing. Surgeon believes that the patient was possibly noncompliant and walked on her right foot before she was supposed to. Patient was revised and original plate and screws were removed without incident. This is report 3 of 3 for complaint (B)(4). This report is for one unknown cortex screw.

Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for one cortex screw, part and lot numbers unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.